Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the hospital for a routine follow-up, noise was observed on a stored egm. The noise could not be reproduced in-clinic. All lead electrical parameters measured were acceptable. The device was preprogrammed. Patient condition is good.